Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air/water channel and cylinder, and gap in adhesive area between server plug-in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material in the air/water channel and air/water cylinder- based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. For gap in adhesive area between server plug-in and distal end, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.